Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 850-900 mg/dl and ketones that a health care provider identified as life threatening. Customer gave a correction bolus via pump and was treated with intravenous fluids of saline and insulin to address bg. Reportedly, the customer was released same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.